Manufacturer narrative:
The customer noted that valid data was stored for ECG both before and after the square waves. A philips field service engineer (fse) went onsite to capture data for this pt. The alarm logs, wave review, and alarm review were reviewed by current product engineering engineer who noted that data was not being written to any review file at the time this occurred. The alarm logs show multiple vfib/vtach alarms being generated and acknowledged by users. A process called file handle reset is expected to occur that would reset the system internally and allow data to begin to write to the file again. The absence of a marker for resets occurring may mean the files were not locked for writing or that two processes were trying to write to the file at the same time. The logs did not provided any info that would allow us to draw conclusions as to the cause of this occurrence. We will consider that based on the info provided by the customer that this issue has been resolved and has not been reported to have occurred again. The cause of the issue is considered to be unk. The issue only impacts the availability of retrospective data and not real-time data or alarming and so has no known health risk. No further investigation or action is warranted.

Event description:
The customer reported that a pt death occurred and though they were able to find an alarm strip stored for a non sustain vtach event, they only saw a square wave when they tried to view the same data under wave review and event review.